Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the seat upholstery is torn at the left side by the front of the chair.